Event description:
It was reported that on (B)(6) 2021, a unknown sjm trifecta valve was implanted in the patient. On an unknown date, it was noted that the trifecta deteriorated prematurely.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.